Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022 at 10:00pm. After the sensor was inserted, the dexcom g6 app then showed "replace sensor now". When the defective sensor was removed, the sensor wire was missing. On (B)(6) 2022, the patient was taken to the hospital and an x-ray was performed. The x-ray confirmed that the sensor wire was under the patient´s skin in the abdomen. A photograph of the x-ray was provided and showed a sensor wire in the patient´s skin. The patient underwent surgery for the sensor wire removal on (B)(6) 2022. At the time of the report the patient still had pending the removal of the stitches (2 weeks after the surgery) and the patient was no longer experiencing abdominal pain. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the abdomen on (B)(6) 2022 at 10:00pm.